Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿failed flow rate test high¿ was unable to be reproduced. The device was unable to be tested for flow rate accuracy due to a reload set (tube not properly loaded in air detector) alarm. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was unable to be verified. The m2/m3 springs will be replaced as a precaution to ensure accurate delivery rates. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate test high (over-infusion) during preventive maintenance testing. There was no patient involvement. No additional information is available.